Manufacturer narrative:
The associated complaint device was not returned. The pictures provided did confirm the failure mode. The plastic bumper on the device fractured in half. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a treatment procedure, while impacting, device broke. No delay. Backup device available. No injury or impact to patient reported.